Event description:
It was reported that patient presented to a clinic follow-up with shortness of breath on exertion (soboe). Physician believes re-entry tachycardia from patient's leadless pacemaker's right ventricular pacing is the cause of the soboe. No intervention was reported. Patient was stable.

Event description:
New information received noted medication changes and programming changes to the device were made to address the issue.